Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (f1432813) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: all initial steps had been completed and the sealant was deployed. After allowing a two minute swell time the physician attempted to deflate the balloon and remove the device from the patient's right groin. Upon pullback of the mynx vascular closure device, resistance was met and the physician was unable to retrieve the device from the patient's groin. He initially suspected the balloon was still inflated and tried to deflate it with a larger syringe. There was still resistance upon pullback; he then attempted to inject contrast to confirm under fluoroscopy. Upon doing this, contrast was observed at the access site along with blood suggesting the balloon was deflated and the polyimide shaft was stuck at the arteriotomy. He was able to advance to wire forward, however when he pulled back it kept getting stuck at the same spot. Surgical back up was requested, the mynx representative was notified, and the home office was called for trouble shooting suggestions. The physician gained access from the left groin and observed that there was no blockage in the right leg and the right access sight was patent. The physician then attempted to see if he could snare the visible portion of the wire that was stuck inside the patient. He was able to snare it and he cut the distal end of the wire from the mynx handle in order to retrieve it from the opposite groin. This was successful and the patient did not have any adverse effects. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure because the device would not extract from patient. Procedure type: diagnostic peripheral vessel size: 7 mm sheath size: 5f stick location: medium.